Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report received from medwatch, a non-healthcare professional indicated that the patient experienced severe ocular symptoms in the right eye following refractive surgery. These symptoms included intense dryness, ocular pain, and photophobia (light sensitivity). The eye was described as being in poor condition, with significant inflammation observed. Additionally, the patient reported experiencing emotional distress as a result of these complications after refractive surgery. There are two related reports for this event. This report addresses the unknown patient right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. However, all product and batch history records are quality reviewed prior to product release. Additional information (such as clinical data, treatment reports, logfiles or device serial number) could not be obtained as the complaint was received via the medwatch program. Without the associated data, a deeper investigation cannot be performed. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. The manufacturer internal reference number is: (B)(4).